Event description:
It was reported that a device displayed a system error 105 message. Any pt involved, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The eval was able to confirm and reproduce the system error 105. The alarm was caused by a failed motor which has been replaced.